Event description:
It was reported that this pacemaker system had triggered a lead safety switch on the right ventricular (rv) lead due to high out of range pacing impedance measurements. A signal artifact monitor (sam) episode was recorded due to oversensing related to the minute ventilation (mv) feature signal on the rv channel, and mv was shut off. The patient is dependent on rv pacing and experienced an asystole lasting more than 2 seconds. In clinic, it was reported that the rv lead exhibited loss of capture in the bipolar configuration due to a suspected fracture of the lead's proximal ring. Additionally, this suspected ring fracture caused undersensing. Technical services (ts) was consulted and recommended evaluating the rv lead in clinic. The pacemaker was explanted and replaced, and the rv lead was abandoned and replaced. This pacemaker has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements.

Event description:
It was reported that this pacemaker system had triggered a lead safety switch on the right ventricular (rv) lead due to high out of range pacing impedance measurements. A signal artifact monitor (sam) episode was recorded due to oversensing related to the minute ventilation (mv) feature signal on the rv channel, and mv was shut off. The patient is dependent on rv pacing and experienced an asystole lasting more than 2 seconds. In clinic, it was reported that the rv lead exhibited loss of capture in the bipolar configuration due to a suspected fracture of the lead's proximal ring. Additionally, this suspected ring fracture caused undersensing. Technical services (ts) was consulted and recommended evaluating the rv lead in clinic. The pacemaker was explanted and replaced, and the rv lead was abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker system had triggered a lead safety switch on the right ventricular (rv) lead due to high out of range pacing impedance measurements. A signal artifact monitor (sam) episode was recorded due to oversensing related to the minute ventilation (mv) feature signal on the rv channel, and mv was shut off. The patient is dependent on rv pacing and experienced an asystole lasting more than 2 seconds. In clinic, it was reported that the rv lead exhibited loss of capture in the bipolar configuration due to a suspected fracture of the lead's proximal ring. Additionally, this suspected ring fracture caused undersensing. Technical services (ts) was consulted and recommended evaluating the rv lead in clinic. This pacemaker system remains in service and no additional adverse patient effects were reported.